Event description:
On (B)(6) 2025, approximately one month post a dialysis catheter placement, it was found that the site of extension tubing of the catheter was allegedly broken and oozing blood, which prevented normal dialysis, and then the same catheter was replaced to complete the procedure.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, approximately one month post a dialysis catheter placement, it was found that the site of extension tubing of the catheter was allegedly broken and oozing blood, which prevented normal dialysis, and then the same catheter was replaced to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One video was provided for review. There was blood oozing out of the arterial side of the extension leg, fracture was seen. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. A definitive root cause for the extension tube broken and blood oozing out of it could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, d4 (unique identifier (UDI) #), h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.